Event description:
It was reported that the right atrial (ra) lead was dislodged due to arm movement after the implant procedure. The dislodgement was seen via x-ray imaging. A lead revision procedure was performed and the lead was successfully repositioned with stylet and normal lead measurements were obtained in this new location. No additional patient adverse effects were reported.